Manufacturer narrative:
The service provider provided the investigation report on 03/19/2021. The actual device was tested. The pump failed the flow rate testing with a flow rate deviation of -5%. The reported issue was confirmed. The pump was calibrated and tested to meet full specification.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00005).

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on (B)(6) 2021 and reported that "pump (B)(4) was not infusing in the correct time. Was infusing to slow." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.